Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose readings of 620 mg/dl and diabetes ketoacidosis. Customer stated that their blood glucose readings went up and would not come down. Customer was placed on insulin drips at the hospital which caused the customers blood glucose levels to go down. Customer was then placed back on the insulin pump and the blood glucose readings went back up to 500 mg/dl. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Few air bubbles were noted in the tubing. Alarm history was also reviewed and a motor error alarm and a no delivery alarm were noted. It was noted that the customer was currently at the hospital. No further information reported.